Event description:
Caller reported a cartridge alarm 20 while the device was in use during pumping. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge with the correct technique, allowing the customer to successfully resume insulin therapy, and the issue was resolved.